Event description:
A (B)(4) male contacted zoll lifecor customer support to report that he saw a service code 107 on his monitor display. The patient's suspect monitor was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem was confirmed. The cause of the service code 107 was an intermittent connection on the computer board within the monitor. The exact location of the intermittent connection has not yet been identified. A supplemental report will be submitted when the failure analysis is complete. No adverse event resulted from the service code 107. The device is designed to self-recover from a service code 107. The patient was provided with a replacement monitor.